Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was not able to use the arm 4 due to an error and was unable to attach any instrument, so the procedure was performed with 3 arms.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the set-up joint (suj4). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the suj4.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the clinical sales representative (csr) informed the technical support engineer (tse) that they received a recoverable fault on universal surgical manipulator (usm4) that they kept recovering and coming back. The customer did not know more about the issue and provided contact of the nurse, whom the tse contacted. The tse checked error logs and confirmed the presence of errors 23105 and 23070 pointing to a misreading between primary and secondary encoders. The customer explained that they tried rebooting the system and recovering from the error multiple times, which did not solve the issue. The tse asked the customer if they could continue the surgery with three arms, which they checked and confirmed, but they requested a field service engineer to follow up. The procedure was completed as planned with no reported injury.